Event description:
It was reported by the attorney that the plaintiff underwent a repair of a ruptured/torn achilles tendon in 1998. Several months after the procedure, the wound had not healed and "the plaintiff was suffering from a persistent painful infection." The doctors re-opened the wound and discovered infection around the repaired tendon. They removed the suture and re-attached it using "another means".